Event description:
Serial (B)(4) joystick was replaced on recall order 861449689. This is within the 6 months warranty. Dealer states the chair cuts out on the patient. The joystick slows down without the patient touching the joystick speed control.